Event description:
It was reported during a meniscal tear procedure using the ultra fast fix device the second anchor failed to deploy. The device was removed and a second was opened in order to complete the surgery. The second device performed as the first including failure to deploy the second anchor. Follow up information received on 3/26/2013 revealed that there was no injury to the patient and both ¿t1¿ anchors were removed from the patient. The procedure was completed with another of the same device and there was a delay about 15 to 20 minutes.

Manufacturer narrative:
No product returned for evaluation. As no devices were returned, an evaluation could not be performed. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. It could not be determined what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).